Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: a review of the black box did not show any evidence of power interruption. The returned battery cap was undamaged and was used to complete investigation. There was no visible damage found to the battery compartment. The battery cap was fastened and unscrewed a half turn with no reboots occurring. A rewind, load, and prime sequence and a 24 hour duration test were successfully performed with no power issues. No errors, alarms, or warnings occurred during investigation. The pump cover was removed and there were no defects found to the power circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump has no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.